Event description:
It was reported that customer experienced issue where bluetooth toggle was grayed out and continuous glucose monitoring showed malfunction error. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, and successfully restarted sensor session, after which malfunction error did not recur.